Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring assembly remained in the loading device. Blood was observed on the delivery device. The blue side lock was dis-engaged and the white plunger was not depressed. The tension spring assembly was removed from the loading device and inspected. There were no visual defects noted on the seal. The following measurements of the delivery tube were taken: the inner delivery tube was .198 inches, the outer diameter was measured at .219 inches. The length of the tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was confirmed for the reported complaint "failure to load". Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.